Event description:
During a posterior cervical fusion. C2-c7, surgeon and resident were placing the cross connector onto the rod. Both surgeons were holding the connectors on with the set screw instruments. The cross connector clamps were lying on the vertical rods between the screws, with the cross connector rod inserted between the 2 clamps. As the resident tightened down the one side of the cross connector clamp, the rod started to slip out of top of the other cross connector clamp. The pressure of the rod wasn't holding the other cross connector clamp, the clamp slipped off of the rod and into the dura. It was noted that the rod was cut short. Pt had reduced strength ability, but has been regaining strength since the incident.